Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies which could have been a trigger of the reported leak at the joint of the adaptor and the reservoir blood outlet port. With the state upon receipt kept, the actual sample was filled with saline solution. The saline solution was found to leak at the joint of the adaptor and the reservoir blood outlet port. The customer's complaint was confirmed. The adaptor was found to be able to get further tightened. After the port having been further tightened, the reservoir was filled with saline solution in the maximum volume for this reservoir and left for 6 hours. During this period of time, no leak occurred at the joint. X-ray fluoroscopic inspection of the state of the joint between the port and the reservoir blood outlet port confirmed there was no anomaly in it, which would cause a leak to occur. Dimensional evaluation of the reservoir blood outlet port confirmed it met the specifications. A review of the device history record of the involved product code lot # combination confirmed that there no production related problems. A search of the complaint file found no previous reports of this nature with the involved product code lot # combination. Although the exact cause cannot be determined based upon the available information, it is likely that the port has not been fixed to the reservoir blood outlet port adequately, resulting in the reported prime leak. The cause of the joint of the port to have come loose cannot be determined definitely. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: ensure that all connected parts including the luer caps, the lock adaptors and the port caps are securely affixed. Loose connections may cause contamination or a blood leak. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported leakage in the capiox rx15 device. Follow up communication from the user facility reported the following information: the procedure conducted was a bypass operation for a child; during preparation the adapter packed together with the actual sample was connected to the reservoir blood outlet port of the actual sample; when the customer started to prime the circuit, the prime started to leak at the joint between the port and the adaptor; there was no patient involvement; and the procedure was completed successfully.